Manufacturer narrative:
Customer had the stent implanted in her neck on (B)(6) 2011 but it only lasted for four years and subsequently collapsed in her neck resulting in 3 strokes. She died but was brought back to life. Also has a promus stent implanted in her neck which was recalled and she wanted to know if the cordis stent was recalled. Patient indicated that the implanting physician is part of a mobile group. Her primary physician does not have details of the procedure and she declined to provide the primary physician¿s name. The patient has her medical records which were requested and the mailing address were provided to send a copy. The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan.  Restenosis is associated with the progression of endovascular disease and is a known potential adverse event following stent implantation. Well documented potential complication of stent placement is subsequent intimal hyperplasia and occlusion. Progression of atherosclerosis is an expected outcome of the disease process.  Based on the device history record review, there is no indication that the event is related to the device manufacturing process.  Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product remains implanted and is thus not available for analysis.  A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
Customer had the stent implanted in her neck on (B)(6) 2011 but it only lasted for four years and subsequently collapsed in her neck resulting in 3 strokes. She died but was brought back to life. Also has a promus stent implanted in her neck which was recalled and she wanted to know if the cordis stent was recalled. Patient indicated that the implanting physician is part of a mobile group. Her primary physician does not have details of the procedure and she declined to provide the primary physician¿s name. The patient has her medical records which were requested and the mailing address were provided to send a copy.